Event description:
Rptr c/o excessive capsulation, hard. Lumpy breast causing pain in chest area, creating rpoblems in neck shoulder and chest area, fibromyalgia, shoulder surgery, breast explantation, cyst in breast. She is constantly in pain throughout her body, has frequent inflammation, urinary tract problems and other problems too numerous to list.